Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-12438, 2938836-2019-12442. It was reported that the patient presented with pain and redness at the site of implant that started 3 months prior to the clinic visit. The system was explanted and temporarily replaced due to pocket infection and erosion. Device endocarditis was also noted. The patient was pacemaker dependent and kept on external pulse generator. Echocardiogram showed no vegetation on leads. The patient was stable after the procedure.